Event description:
During index procedure three lesions were treated, and four endeavour sprint rx stents were implanted. One endeavor sprint rx stent was implanted in the distal lcx (3.5mm x 18mm stent), one was implanted in the mid lad (3.0mm x 30 mm stent), and two were implanted abutting in the mid rca (3.5mm x 18mm, and 3.5mm x 9mm (MFR 2953200-2010-01586) stents). Post index procedure a dissection of the mid rca occurred. Investigator did not assess the relationship of the dissection to the event.

Manufacturer narrative:
(B)(4). Evaluation, results -(dissection).